Event description:
It was reported that the connector between the cuff and the pump of this artificial urinary sphincter (aus) disconnected, leading to fluid loss. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.